Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient is no longer receiving therapy due to high impedances on all contacts on a single implanted lead. In turn, surgical intervention may occur later to address the issue.

Manufacturer narrative:
A patient experiencing high impedance was reported to abbott. No intervention is planned at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.